Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that an underdose with the symptoms of nausea, sweating (diaphoresis), spasm and wretching had occurred following a steroid injection administered by an anesthesiologist at the vertebral level where the catheter tip was implanted. There were no audible alarms and the pump was not interrogated at that point. It was later reported on (B)(6) 2011, that the pt stated experiencing withdrawal symptoms following a day after pain management injection into the lower back. On (B)(6)2011, catheter dye study revealed extravasations of dye in the vicinity. A break, tear, hole was stated as the cause. The catheter was hence revised. Pt recovered without sequelae. The drug delivered via the pump was not reported.